Event description:
User stated that the stat profile critical care xpress analyzer reported a creatinine pt result of 3.4 mg/dl. Based on that result the pt was sent to the hospital for plasmapheresis. The pt sample was repeated on an unk chemistry analyzer at another location and the reported result was 2.1 mg/dl.

Manufacturer narrative:
Nova biomedical performed an internal investigation ((B)(4)) of MFR retains of three lots of ccx creatinine membranes (pn 35238, lot 201038, 203392, 203933) that were in use at the user facility. All creatinine membranes were qualified. All whole blood creatinine results met the acceptance criteria.